Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 50 mg/dl. Customer advised they have been eating better and it may have caused the low blood glucose levels. Customer believes there blood glucose has not to do with the insulin pump but instead with the types of food they are consuming. Customer was advised to call the 24 hour help line to troubleshoot for low blood glucose levels.